Manufacturer narrative:
(B)(4). Batch # p91378 the analysis results found that the harh23 device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the package is found damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.